Event description:
Event description guidant received information that this 0075 endotak lead was removed from service because at battery change out an attempted implant of an 1853 prizm device indicated a shorted lead condition. Lead was removed and new transvenous defibrillation lead was implanted and readings were normal. New pg was implanted also.